Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -12.00/6.0/086 (sphere/cylinder/axis) was implanted into the patient's left eye (os) on (B)(6) 2022. On (B)(6) 2022 the lens was explanted due to high intraocular pressure with angle closure and change in refraction. Cloudy cornea was also reported, however the reporter stated, " regarding the symptoms related to the explanted lens, everything resolved." In the reporter's opinion the cause of the event was the device. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
(B)(4). Claim# (B)(4).